Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient is newer and recently had a hernia repair. The low volume dwell is due to hernia repair. The pd registered nurse (pdrn) does not know the patient residual function at this time and will have to look it up. They said the patient went back to the surgeon after the hernia repair and was told catheter is good, but they don't know if a kub was done. The pdrn sent for kub and the results are questionable. The pdrn confirmed that the machine is not the problem. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with a right inguinal hernia (date of diagnosis unknown). The patient¿s hernia was not pre-existing prior to the start of pd therapy. The patient underwent a hernia repair on (B)(6) 2025 in an outpatient setting. After the surgery, the patient¿s fill volume was decreased from 2,000ml to 1,000ml. The patient increased the volume during recovery and currently is filling with 1,500ml. The surgeon authorized the patient to return to the full 2,000ml fill volume, however; the clinic is keeping the patient at 1,500ml for now. The cause of the hernia is unknown.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of inguinal hernia with subsequent repair. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient¿s hernia cause is unknown as it is also unknown if it is related to pd therapy. ¿abdominal wall hernia, especially inguinal hernia, which accounts for 83.08% of all hernia in the present study, is a common mechanical pd complication. The risk factors for developing a primary hernia include increased age, male gender, chronic cough, polycystic kidney disease, and pd. Also, a major risk factor of groin hernia development is a family history of groin hernia, which is associated with 8 times the risk.¿ ¿although increased intra-abdominal pressure has not been shown to be a consistent risk factor for hernia incidence, it may cause progressive enlargement of the hernial sac and lead to the significant recurrence rates seen with this pathology.¿ based on the available information and no allegation or evidence of malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is newer and recently had a hernia repair. The low volume dwell is due to hernia repair. The pd registered nurse (pdrn) does not know the patient residual function at this time and will have to look it up. They said the patient went back to the surgeon after the hernia repair and was told catheter is good, but they don't know if a kub was done. The pdrn sent for kub and the results are questionable. The pdrn confirmed that the machine is not the problem. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with a right inguinal hernia (date of diagnosis unknown). The patient¿s hernia was not pre-existing prior to the start of pd therapy. The patient underwent a hernia repair on (B)(6) 2025 in an outpatient setting. After the surgery, the patient¿s fill volume was decreased from 2,000ml to 1,000ml. The patient increased the volume during recovery and currently is filling with 1,500ml. The surgeon authorized the patient to return to the full 2,000ml fill volume, however; the clinic is keeping the patient at 1,500ml for now. The cause of the hernia is unknown.